Manufacturer narrative:
The company sales representative isolated the issue to the footswitch cable. The facility did not request service, however the customer did order a new cable. No sample was returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that the footswitch was not recognized during surgery. The footswitch was switched out and after a 15 minute delay, the procedure was completed with no harm to the patient.